Manufacturer narrative:
H11: additional manufacturer narrative: h3 product evaluation: customer report of stenosis, degeneration, and calcification were confirmed due to observed calcification. X-ray demonstrated metal band was pushed outward around leaflet 2 and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the inflow and outflow aspects. Calcification restricted leaflet mobility and likely led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Wireform was exposed at commissure 1. Sewing ring was cut around commissure 3. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 2 months due to severe stenosis, degeneration and calcification. The explanted device was replaced with a 25mm edwards' aortic valve. The patient was in stable condition post procedure.